Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. Out of 39 unused samples 5 samples were draw tested and they did not meet the specification limits,so the customer's indicated failure mode for underfill with the incident lot was observed. Evaluation of the customer photos indicate the customer's indicated failure of underfill. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed "a failure to draw blood into a tube occurred during blood collection. Two defective tubes were found and the use of other tubes in the same package was thus stopped."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed "a failure to draw blood into a tube occurred during blood collection. Two defective tubes were found and the use of other tubes in the same package was thus stopped."